Manufacturer narrative:
Product ID 3889-28, lot# v758211, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's device did not work from the beginning, and the patient never had therapeutic effect. The patient experienced pain on the left side of her hip, but it was noted that the implant is on the right side. The pain was present when the ins is on and off. It was also reported that the patient was reprogrammed on (B)(6) 2012 and the pain began shortly afterwards, though it was later reported that the pain had been present since day one. It was noted that the patient also had appointments on (B)(6) 2012 and (B)(6) 2012. The patient met with her hcp on (B)(6) 2012 and was told the device was not working. An appointment was scheduled for (B)(6) 2012 to remove the device. Additional information has been requested, but was not available as of the date of this report.